Event description:
It was reported that on the pacemaker electrogram (egm), p-waves were measuring 1.9 millivolts in sinus rhythm, but smaller at 0.1-0.5 millivolts when in atrial fibrillation (af). Technical services (ts) was contacted, and ts discussed programming changes. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating right atrial (ra) sensitivity was increased to 0.15 millivolts. Far-field r-wave oversensing was observed, causing false rythmiq episodes. Ts discussed programming options and noted a previous atrial tachy response (atr) episode with undersensing. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating ra sensitivity was adjusted from 0.15 millivolts to 0. 25 millivolts, helping ameliorate the far-field oversinsing. Ts discussed further programming changes and recommended turning rythmiq off. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the on the pacemaker electrogram (egm), p-waves were measuring 1.9 millivolts in sinus rhythm, but smaller at 0.1-0.5 millivolts when in atrial fibrillation (af). Technical services (ts) was contacted, and ts discussed programming changes. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating right atrial (ra) sensitivity was increased to 0.15 millivolts. Far-field r-wave oversensing was observed, causing false rythmiq episodes. Ts discussed programming options and noted a previous atrial tachy response (atr) episode with undersensing. The pacemaker system remains in service. No adverse patient effects were reported.